Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system did not have a prescreening test prior to implant. The patient was evaluated in the clinic and while laying down the test failed in all the vectors. Noise was oversensed during the left arm movements and the amplitude was lower than on implant day. Technical services (ts) suspected air entrapment causing the changes in the amplitudes. Ts recommended palpating or massaging xyphoid area to try to recreate the artifact and palpating or massaging along sternum toward xyphoid to attempt to alleviate or absorb any air. Additionally, ts suggested a chest x-ray to observe for air and verify lead insertion. The massaged was performed and the device was reprogrammed. It was noticed that the lead was not straight up the sternum. The patient was hospitalized, and ts recommended a generator revision to a more posterior location and advised screening patient first to verify appropriate sensing/passing given screening was not done prior to initial implant. This s-ICD system was explanted and replaced with a different model due to pain, discomfort, undersensing and out of range impedances. No additional adverse patient effects were reported. The allegation in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to known inherent risk of device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system did not have a prescreening test prior to implant. The patient was evaluated in the clinic and while laying down the test failed in all the vectors. Noise was oversensed during the left arm movements and the amplitude was lower than on implant day. Technical services (ts) suspected air entrapment causing the changes in the amplitudes. Ts recommended palpating or massaging xyphoid area to try to recreate the artifact and palpating or massaging along sternum toward xyphoid to attempt to alleviate or absorb any air. Additionally, ts suggested a chest x-ray to observe for air and verify lead insertion. The massaged was performed and the device was reprogrammed. It was noticed that the lead was not straight up the sternum. The patient was hospitalized, and ts recommended a generator revision to a more posterior location and advised screening patient first to verify appropriate sensing/passing given screening was not done prior to initial implant. This s-ICD system was explanted and replaced with a different model. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system did not have a prescreening test prior to implant. The patient was evaluated in the clinic and while laying down the test failed in all the vectors. Noise was oversensed during the left arm movements and the amplitude was lower than on implant day. Technical services (ts) suspected air entrapment causing the changes in the amplitudes. Ts recommended palpating or massaging xyphoid area to try to recreate the artifact and palpating or massaging along sternum toward xyphoid to attempt to alleviate or absorb any air. Additionally, ts suggested a chest x-ray to observe for air and verify lead insertion. The massaged was performed and the device was reprogrammed. It was noticed that the lead was not straight up the sternum. The patient was hospitalized, and ts recommended a generator revision to a more posterior location and advised screening patient first to verify appropriate sensing/passing given screening was not done prior to initial implant. This s-ICD system was explanted and replaced with a different model due to pain and discomfort. No additional adverse patient effects were reported.